Manufacturer narrative:
Correction: e1 - corrected the reporter name.

Event description:
Additional information received indicates the patient had their ipg explanted and replaced to address the issue.

Manufacturer narrative:
Correction: device information. The UDI could not be provided because this device was manufactured prior to being assigned a UDI number.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated. The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014.

Event description:
It was reported the patient's ipg was inoperable because the battery died and patient couldn't charge. Surgical intervention may take place at a later date to address the issue.